Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy. It was reported that the patient stated he was having constant stimulation in top of his left foot since last night (B)(6) and could not get it to do anything. Patient thought his foot was asleep but he got up this morning and it was still happening. Patient turned stimulation off while on the phone and he stated he was still feeling the sensation. Stim was showing as on. It was reported that this was a sudden change. No further complications were reported/anticipated.